Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading low at 48 and 57 mg/dl and the insulin pump has alarmed for threshold suspend but her blood glucose has been in the 130 mg/dl range. The customer also mentioned having issues with sweating and the sensor and infusion set not sticking. The customer stated he was not getting insulin and blood glucose went up to 304 mg/dl. He treated with a bolus and went down to 134 mg/dl and sensor was reading 132 mg/dl at the time. An hour and a half later, he received a low predicted alert and then a threshold suspend alarm as the sensor glucose had gone down to the 40 mg/dl range. Customer was advised a replacement sensor would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.